Manufacturer narrative:
G1 added manufacturing site name and address as they were omitted from the initial report that was submitted. H6 revised the medical device problem code since the initial report was submitted.

Manufacturer narrative:
A4 is unknown. The cause of the pump interaction by another device was most likely unintentional use-related, specifically the interaction between the repositioning sheath and the peel-away sheath, which led to narrowing of the valve lumen and increased shear forces, based on the provided clinical details. The guide wire should be removed before starting the impella, as per the steps mentioned in the IFU. The device passed all post sterile inspection checks.

Event description:
It was reported that the guidewire was difficult to remove after implanting an impella cp. The lumen of the hemostatic valve was narrowed due to the repositioning sheath, leading to increased shear forces. The pump was explanted and replaced with a new one. No patient harm was reported.